Event description:
Oversensing with inappropriate shocks was reported approx. 82 months after the implantation. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 21st of august 2022 and 17th of april 2023 recorded a at first stable pacing impedance of 600 ohms with a drop to 400 ohms in march 2023 with slight fluctuations until the end of the recording period. Furthermore, a slightly fluctuating shocking impedance between 60 to 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.